Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 7.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.